Event description:
Per the clinic, the patient underwent a debridement surgery on (B)(6) 2013, due to infection around the implant side. It was also reported that the bacteriological inspection was negative and there are no symptoms of recurrence of the infection. The implanted device remains.

Manufacturer narrative:
(B)(4) implanted device remains.